Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 1 year post-implant, it was reported that during a transthoracic echocardiogram (tte), a formation was found in front of the tip of the inflow conduit and that this formation closed the majority of the inflow conduit tip during every systole. The patient was readmitted and was put on an argatroban perfusion. Hemolysis parameters were not elevated. It was also reported that in the weeks prior the outpatient physician noticed an increased number of pl events in the patient's event history and the estimated flow was recorded at 2.8-3 lpm, on (B)(6), 2014 the patient was taken to the operating room as he experienced continous low flow alarms. During the procedure it was reported that the ventricle was inspected and a thrombus was found adhered to the ventricle wall. It was suspected that this was the root cause for the low flow events and the surgeon was not certain if something was sucked into the pump; therefore, the pump was replaced.

Manufacturer narrative:
The patient remains on lvad support with the replacement pump. The MFR is attempting to acquire the explanted pump for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The pump was returned fully assembled with the driveline severed approximately 2.5¿ from the pump housing and the severed portion of the driveline was not returned. The sealed outflow graft and bend relief were also not returned. The sealed inflow conduit was returned severed and in two pieces. Examination revealed a thin, tissue-like deposition adhered to the wall of the inlet tube. Although this deposition appeared to have developed in this location, a specific cause could not be determined. In addition, this piece of deposition did not appear large enough to have obstructed flow through the inflow conduit. Examination of the other blood contacting surfaces of the pump did not reveal any depositions or thrombus formations. A correlation between the reported low flow through the pump and the device could not be made. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The device operated as intended and the data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.